Event description:
The chair allegedly was going in circles and pinned the consumer's arm against a telephone pole. Injury is alleged, however, the extent is not known.

Manufacturer narrative:
Alleged injuries are unk. The chair as reported was going in circles and arm had gotten pinned against a telephone pole. Malfunction has not been established. Product has not been returned for eval at this time so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.